Event description:
It was reported that the surgeon was inserting the screw and then head broke off. The tip of the screw remains in the patient.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.